Manufacturer narrative:
The reported events of failure to capture and high impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited loss of capture due to high threshold. After multiple repositioning, the ra lead exhibited high pacing impedance. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.